Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed intermittently. A field service engineer adjusted the channel and back brackets. The device operated correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer had failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.